Event description:
It was reported that noise resulting in oversensing and inappropriate mode switching was observed on the right atrial (ra) lead. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.